Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was discharged home on (B)(6) 2025. The patient's wife called the hospital at 10:38 pm that night reporting an issue with the mobile power unit (mpu). They noticed once the mpu was plugged into the wall outlet it immediately alarmed that the "aa" batteries needed replacement. The patient's spouse replaced the batteries and still had no resolution. They tried a different outlet and the alarm persisted. The mpu was replaced.

Manufacturer narrative:
Section d1: brand name corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming that the ¿aa¿ batteries needed replacement was confirmed via evaluation of the heartmate mobile power unit (serial number (B)(6) at the service depot. The returned mpu was connected to alternating current (ac) power and booted up as intended. Shortly after, the battery indicator light illuminated, and the echo alarm actively beeped. The issue was traced to a damaged battery alarm cable assembly. The customer was provided a warranty replacement. The mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded unit was disassembled, and the positive voltage wire of the battery alarm cable assembly was disconnected from the main printed circuit board (pcb) side connector. The root cause for the reported event was determined to be damage to the battery alarm cable assembly. A manufacturing analysis task was initiated to further investigate the battery alarm cable assembly issue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. D) heartmate 3 patient handbook (rev. A) are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu), including the yellow mpu battery indicator alarm. The IFU instructs to promptly switch to two fully charged heartmate 14 volt lithium-ion batteries and to replace the mpu batteries. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section f of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose from the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. Log files were reviewed from 29may2025, the day after the incident, and it appeared the event log captured a few pulsatility index (pi) events and routine power cable disconnect events during power change. The log files captured routine events and the mechanical circulatory support (mcs) equipment appeared to have operated as intended. There was no patient impact as a result of the event.